Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: peeling of the curved rubber adhesive joint is observed due to damage or deterioration of parts. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a peeling rubber adhesive joint was found. There was no patient involvement.